Manufacturer narrative:
Voluntary medwatch (B)(4) was received from the FDA and the facility was contacted for clarification of the event and product information. The risk manager was only able to provide patient age of (B)(6). Clarification of the event by the facility risk manager is currently underway. No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that there was a cardiac foreign body retrieval. Additional clarification of information and patient status was requested from the facility; however, not yet received.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The investigation is inconclusive for a detached limb in the right ventricle. Based upon the reported event the definitive root cause for the filter limb detachment is unknown. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The detached filter limb was retrieved (unknown how) from the right ventricle. Patient status is unknown.